Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -11.0/1.5/090 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2023. The surgeon notes the lens had tore during loading. Intraoperatively the lens was removed. On (B)(6) 2023 a replacement lens of the same length was implanted and this resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type. Events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5- the reporter indicated the surgeon implanted a 12.1mm vticmo 12.1 implantable collamer lens of diopter -11.0/+1.5/90 (sphere/cylinder/axis) into the right eye (od) on (B)(6) 2023. Reportedly the lens tore/broke during loading. The lens was implanted and removed intraoperatively. On 21/june/2023 a replacement lens of the same parameters and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).